Event description:
As reported by medical affairs, a physician reported that a patient had a palmaz stent placed on (B)(6) 2014 in the right pulmonary artery due to pulmonary artery stenosis. Beginning (B)(6) 2014, the patient experienced pain and allergic reaction. Physician related allergic reaction to the placement of the palmaz stent. As treatment for the pain, physician prescribed percocet. The events remain ongoing. No further information was obtained at the time of the call.

Manufacturer narrative:
Addendum: the physician had reported through medical affairs, that after implantation of a palmaz xl stent in the right pulmonary artery, the patient experienced chest pain. The physician said he verified with cordis there was no nickel content. After stent placement physician was told that there was (B)(4). The patient was hospitalized on (B)(6) 2014. Complaint conclusion: as reported by medical affairs, a physician reported that a patient had a palmaz stent placed on (B)(6) 2014 in the right pulmonary artery due to pulmonary artery stenosis. Beginning (B)(6) 2014, the patient experienced pain and allergic reaction. Physician related allergic reaction to the placement of the palmaz stent. As treatment for the pain, physician prescribed percocet. The events remain ongoing. No further information was obtained at the time of the call. The physician had reported through medical affairs, that after implantation of a palmaz xl stent in the right pulmonary artery, the patient experienced chest pain. The physician said he verified with cordis there was no nickel content. After stent placement physician was told that there was (B)(4). The patient was hospitalized on (B)(6) 2014. The products remain implanted in the patient and are thus not available for evaluation. Additionally, as the sterile lot number was not available, device history record review could not be performed. Allergic and/or immune reactions to nickel are a known potential reaction to the implantation of metal within the body. Most stents, both bare metal and drug eluting, are made with a (B)(4). Nickel is a metal that a certain percentage of the population is allergic to. Whether or not the small amount of nickel can cause significant reactions has not been widely studied. Review of the limited information does not allow for an educated assessment of the potential contributing factors to the reported event. Based on the information provided, it is not possible to draw a conclusion about a relationship between the device and the chest pain. There is no evidence to suggest that this event is related to a manufacturing issue or any defect of the device. Review of the information provided suggests that the patient¿s medical history (allergic to nickel) may have contributed to the reported event. There is no information to suggest that there is a design or manufacturing related issue, therefore, no corrective action will be taken.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt